Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/19/2024, it was reported by a sales representative via (B)(4) that two (qty.2) ar-9545-t15-02 and an ar-9545-t15-03 driver shafts are broken. No harm was done to the patient and the cases finished without any negative impact. Dr. Romine was the surgeon. Replacements were used to complete the case.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-9545-t15-02 driver shaft lot number: 1392140 was received for investigation. Visual evaluation noted wear and tear on the devices with discoloration and faded laser markings. Further visual evaluation noted that the driver tips were twisted/bent. Functional testing was not performed due to the damage to the device. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause for the reported failure can be attributed to over-torqueing/over-engaging the driver with the screw head.